Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device noted the distal tip was broken. Fracture analysis reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the broken tip of the expedium poly-axial driver cannot be determined with the provided information. However, fracture analysis of the broken driver suggests that the fractured tip underwent a quasi-static overload torsional shear failure as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision fusion l3-l5. Removed old 5.5 ti expedium 7x50 polys. Dr colman was replacing and old screw with a new 7.5x50 poly and the driver broke when the screw was 75% in the old pedicle hole. The screw was removed and replaced with a new one. We placed a new 7x50 in an unused pedicle in l3 and while trying to seat the rod, dr colman noticed that the inner saddle inside the poly head was not seated and was preventing rod placement. The screw was removed and replaced with a new one.